Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable for the navigation system was returned to the manufacturer for evaluation. Testing found that the cable jacket was cracked and separated at the lemo connector exposing the shield wire. However, it was noted no bare conductors were exposed and that the cable passed continuity testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem communication cable sheathing was cracked and needed replacement. There was no patient present when this issue was observed.